Manufacturer narrative:
Additional narrative: patient identifier, date of birth, and weight not available for reporting. Additional product code: hwc. Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent an open reduction internal fixation (orif) for a foot joint fracture on (B)(6) 2018. During the procedure, the locking compression plate (lcp) bending iron was used at the proximal portion and parallel pliers were used at the distal portion to bend the 2.7mm/3.5mm lcp posterolateral distal fibulat plate. The plate broke during the bending process. A raised burr on the broken plate injured the surgeon¿s finger, causing a 10 minute surgical delay while the surgeon¿s injury was treated. Surgery was completed successfully with no adverse consequence to the patient. Concomitant devices reported: lcp bending iron for reconstruction plates (329.081, lot number unknown, quantity 1), flat nosed parallel pliers 160mm (391.850, lot number unknown, quantity 1). This report is for one (1) 2.4mm/3.5mm lcp posterolateral distal fibula plate. (B)(4).

Manufacturer narrative:
Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product development investigation was performed for the subject device: it was reported, that on (B)(6) 2018, the following implant was used in the orif surgery for foot joint fracture. During the surgery, this plate got broken at the time of bending. The bending was done using lcp bend iron at the proximal part and parallel pliers at the distal end. The surgery was successfully completed, but it was delayed for 10 minutes due to treatment for the surgeon who was injured in his fingers by touching a raised burr of the broken plate. There was no adverse consequence to the patient. The returned lcp posterolateral distal fibula plate (04.112.108s, l583889) is included in the 2.7 mm/3.5 mm lcp distal fibula plate system. The returned plate was received broken into two pieces, which confirmed the complaint condition and made further replication inapplicable. The returned lcp posterolateral distal fibula plate (04.112.108s, l583889) was manufactured on 21sep17 and drawings 04_112_106 and 04_112_106_were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dimensional check (ca215p) , drawing: 04_112_106. Plate width specification: 9.3 ± 0.5 mm , measured: 9.3 mm (conforming) . Plate thickness specification: 3.3 ± 0.5 mm , measured: 3.48 mm (conforming) . Based on the available information the plate broke during contouring. Although it is not possible to determine a definitive root cause, it is most likely that rough handling during contouring or repeated bending caused it to eventually break. A device history record review was performed for the subject device: please note, this DHR review is for sterilization procedure only: part no.: 04.112.108s , lot no.: l583889 , manufacturing location: selzach , supplier: frueh ag , release to warehouse date: 21.sep.2017 , expiry date: 01.sep.2027 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.112.108 / h386610 was manufactured in us, monument . Manufacturing location: supplier relius medical. Packaged by: monument manufacturing date: 30-aug-2017 . Part #: 04.112.108, lot#: h386610 (non-sterile) - 2.7 mm/3.5 mm ti lcp postlat dstl fibula pl 4h/right/90mm. Quantity 47. Inspection sheet for in-process/inspect dimensional/incoming inspection and inspection sheet for final inspection were met inspection acceptance criteria. Component parts reviewed: part 24019, lot: 7844887 meet specification. Certificate of conformance received from relius meet specification. Raw material for titanium received from allvac. Certificate of test for titanium received from ati allvac meet specification. Receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.